Event description:
It was reported that during the implant procedure outside of the patient's anatomy the physician attempted to extract and retract the implantable pacing lead (ipl) tip. The first attempt to extract the tip failed with approximately thirty rotations of the tip. However, on the second attempt with approximately twenty rotations, the tip successfully extracted and retracted. The physician was not satisfied with the functionality of ipl tip and decided to removed and exchange for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).